Manufacturer narrative:
Estimated date the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: "surgical complications from hemostatic puncture closure devices".na.

Event description:
It was reported through a research article identifying prostar and techstar closure devices that may be related to: device malfunction, surgical removal of the device, surgical repair for pseudoaneurysm, ultrasound guided compression (usgc) for pseudoaneurysm, bleeding/hematoma, obstruction (thromboembolic occlusion or stenosis of major artery related to device), transfusion (hemorrhage sufficient to require blood transfusion), infection (sufficient to prolong hospitalization, antibiotics, or surgical treatment), failure to deploy needles, the needles may become trapped in the arterial wall necessitating surgical removal of the device, failure of the sutures to completely engage normal artery, operator error, and vessel damage. Specific patient information is documented as unknown. Details are listed in the attached article, titled "surgical complications from hemostatic puncture closure devices".